Event description:
It was reported that a spectrum iq pump underinfused during therapy. A 1680ml infusion of cisplatin was ordered at a rate of 280ml/hour for six (6) hours. The infusion ran over an hour later than ordered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109231 for this event the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.